Event description:
It was reported that a one-link standard bore y-type catheter extension set¿s luer lock ¿fused¿ and would not turn or move. This malfunction was identified during infusion on the luer closest to the patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Clear passage testing and pressure testing were performed, and the device operated per specification. Visual inspection and functional(clear passage and pressure) testing revealed that the luer locking adapter sleeve was glued to the two-piece luer body and was unable to rotate. The reported condition was confirmed. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The CAPA investigation determined that the cause of the condition was due to a manufacturing issue. Awareness training was conducted to address the issue. Should additional relevant information become available, a supplemental report will be submitted.